Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-07310. It was reported, the patient was no longer receiving effective stimulation and had requested for the scs system to be explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.